Event description:
Medtronic received a report that a pipeline flex with shield technology stent and phenom 27 were difficult to navigate and resistance was encountered during delivery and resheathing. The patient was undergoing surgery for dense mesh flow diversion treatment of an unruptured, saccular, internal carotid artery (ica) aneurysm with a max diameter of 4 mm and an approximately 1 mm neck diameter. The landing zone arterial diameter was approximately 3.75 mm distally and approximately 4 mm proximally. It was noted the patient's vessel tortuosity was severe. Ica access vessel diameter was 4 mm. It was unknown if dual antiplatelet treatment (dapt) was administered/information was not available. The angiographic result post procedure was reported as "doctor decided to do flow diversion in this case first but the ica artery was very torturous and can't even cross the aneurysm with fd so decide to do a simple coiling for that period of time. So after coiling that looks fine. While the time of deploying they cross the petrus but after that the device got stuck and was not going up side in artery. The second loop of artery was almost 360 degree. Doctor got stuck, nothing was working neither fd (flow diversion stent) nor phenom 27 microcatheter. Dr tried a lot but nothing was happen. According to doctor the fd was stuck in phenom and even they were not able to resheath the device. The fd was not coming inside its own sheath as well. So they took back all system out and decided to re attempt with another 4.25*16. After all the attempts the patient was in good condition and finally doctor decided to go with coiling. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). Ancillary devices included microvention sofia 6f guidecatheter.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID fg15150-0615-1s (lot 233104265); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.